Manufacturer narrative:
Lot number # 17k016, 17n010, and 18d013. One single-use device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified for the returned actual sample. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. One single-use companion sample was also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the sample with water to its maximum fill volume, and no rupture was observed. The reported condition was not verified for the returned companion sample. A batch review was conducted for 17k016, 17n010, and 18d013 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. It was reported that the bladders of six small volume folfusors ruptured prior to patient use. There was no patient involvement. No additional information is available.